Event description:
Caller states that when she inserts a new, undosed strip into the device, an hourglass appears and then the result 'lo.' No glucose control solutions reportedly used. Requested return of suspect device and replacement was sent.